Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -10.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Corrected data: d4- serial number should be corrected to: (B)(6). D4-UDI should be corrected to: (B)(4). D4-expiration date should be corrected to: 03/31/2025. H4: manufacturer date should be corrected to: 04/13/2022. Claim# (B)(4).